Event description:
The dental implant, fx4012swc, was removed on (B)(6) 2017 due to failure of osseointegration 9 months and 15 days after implant surgery. The doctor indicated that bone resorption caused the implant removal. The patient has no significant medical history and has recovered without complication.